Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Based on the information received, the most likely root cause was operational context and patient's clinical condition that contributed to this event. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU list annulus and aorta tear as a potential and observed adverse events. "As with all prosthetic heart valves, serious complications, sometimes leading to death, may be associated with the use of tissue valves. In addition, complications due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received notification of an aborted attempt to implant a 25mm pericardial valve due to improper seating occurred after removal of the delivery system. The procedure was done in full sternotomy. Reportedly, the patient's annulus was highly calcified and probably became fragile after debridement, especially under the left coronary sinus. Debridement was accurately done and sizing was performed with the appropriate seizers (23 to small, 25,27 to big). The 25mm sizer was chosen. The surgeon observed that the valve was perfectly seated on the non-coronary sinus and on the right coronary sinus sides, but he was not sure if the valve was perfectly seated on the left coronary sinus side. After removal of the delivery system the valve was observed to be higher and not perfectly seated on the left coronary sinus. One suture detached from the annulus, surgeon tried to maintain the valve in the right position but there was a pop-up. The valve was removed and the annulus repaired with sutures plus pledgets that caused a reduction of annulus size to a 23mm. A 23mm magna ease valve was implanted in replacement. The event occurred when the aorta was still opened. No adverse event for the patient who was noted as to be stable in ICU. The explanted device was discarded at the hospital.